Event description:
It was reported that in (B)(6) 2022 the patient fell onto a hard surface. On the same day his inflatable penile prosthesis (ipp) device stopped inflating. The urologist found that the tubing was cracked just prior to entry in the ms pump. There was fluid loss from the crack. The ipp device was revised and there were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.